Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient has been in atrial fibrillation since date of implant. Interrogation by remote transmission suggests there exists under sensing on the atrial lead during the atrial arrhythmia. The lead remains in use. No patient complications were reported as a result of this event.